Event description:
It was reported that during preventive maintenance the intra-aortic balloon pump (iabp) failed fill manifold test.there was no patient involvement.

Manufacturer narrative:
Event site name: (B)(6) medical center. Upon completion of the investigation into this event a follow up report will be submitted.